Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was expected to undergo a revision surgery for removing a screw and extending the fusion up to the ilium. The patient had posterior thoracolumbar fusion) at th9-l3 was performed on (B)(6) 2021 for treating centrum fracture due to osteoporosis. The cement was applied at l3. The patient¿s l3 centrum was found fractured where the cement was applied. The patient was in pain. No further information is available. This complaint involves one (1) device. This report is for (1) 5.5 exp verse fen scr 7.0x40. This report is 1 of 1 for (B)(4).